Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was wondering about the longevity of the ins. Patient services informed the caller that the patient's healthcare provider (hcp)/ manufacturer representative (rep) could do a battery longevity test on the ins. The caller reported that they have been "playing" with the patient programmer (pp) lately and sometimes the ins seems to work and sometimes the ins doesn't seem to work. The caller was asked to clarify, and the caller clarified that sometimes the patient just goes to the bathroom without control. The caller noted this happened last night. The patient has 4 program options and over the years the patient has found that program 3 and program 4 work "pretty well". The patient was on program 4 at 0.9v. Caller noted that the patient has never had stimulation set higher than 1.3v on any program. The caller reported that sometimes the patient will check her ins with the pp and the pp will show that the ins is turned off. The caller was unsure why the ins is turning off. The caller stated that the patient gets urinary tract infections (utis) periodically and that the patient has been getting utis since after her first ins was implanted, over the past 10 years. It was noted that the patient has an appointment with their hcp on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with hcp reporting that the cause of the ins turning off was not known or determined. The action taken to resolving the ins turning off was the device turned back on programmer. And that when they resolved the urinary tract infection, that resolved the issue with patient going to the bathroom without control. Of note, the history of the patients uti was an unknown diagnosed and treated by an outside provider. No further complications were reported.